Event description:
It was reported to philips that the device failed the self test. There was no patient involvement. One processor pca was returned for failure analysis. The reported problem was not duplicated during testing; however, review of the logs showed prior issues that corresponded to the customer¿s complaint. A root cause for the issue was not found and no fault was found with this processor pca.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device failed the self test. There was no patient involvement.